Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist dialed into the server and reviewed the affected user ID in pes. The user account was verified as active and confirmed to be assigned to the clinton facility with the user role for areas 2e, 2w, ER, and test. The customer was asked to confirm whether the issue was still occurring or had already been resolved. As no further issues were reported, the case was closed. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in to the station. The customer also mentioned that it had already registered the user on the server, but the user suddenly became unable to log in to the station. However, there were no delays or adverse events or injuries reported based on this event.